Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated MDR numbers: 1225714-2014-00327, 1225714-2014-00328, 2937457-2014-00166, 2937457-2014-00167, 1225714-2013-2088 and 1225714-2013-2089.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event shortly after his treatment on or about (B)(6) 2010 and expired on (B)(6) 2010 after the use of the product.